Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The catheter was cut approximately 43.4cm from the iab tip and the remaining portion was not returned for evaluation. An underwater leak test of the balloon and returned portion of the catheter tubing was performed and no leaks were detected. Due to the returned condition of the catheter we are unable to confirm the reported difficulty to remove from patient. The DHR and lhr review is not able to be performed since the product info was not provided. Reference complaint #(B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) therapy, the customer attempted to remove the balloon at bedside but resistance was met. The patient had to be brought to surgery for removal. In the operating room the incision was made above the site of the iabp entry in to the skin. Dissection continued down to the common femoral artery was identified and controlled proximally and distally. The balloon was pulled back until resistance was met and customer made an extension in the arterial entry site to allow for removal. The balloon was twisted. The facility does not attribute the injury to the device.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) therapy, the customer attempted to remove the balloon at bedside but resistance was met. The patient had to be brought to surgery for removal. In the operating room the incision was made above the site of the iabp entry in to the skin. Dissection continued down to the common femoral artery was identified and controlled proximally and distally. The balloon was pulled back until resistance was met and customer made an extension in the arterial entry site to allow for removal. The balloon was twisted. The facility does not attribute the injury to the device.